Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in b5 are filed under separate medwatch numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair without subclavian (tevar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first and second prostyle devices. A third and fourth prostyle device was then attempted to be pre-placed however; the devices were unable to catch onto the vessel wall. The pre-close technique was abandoned. The sheath was upsized to a 18f sheath, and the tevar procedure was completed. The vascular team performed a surgical intervention with manual suturing (figure 8 stitch) to close the hole and hemostasis was achieved. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.